Event description:
Edwards received information that a coronary sinus perforation occurred during use of a proplege catheter. Both fluoroscopy and tee were used for placement of the catheter which was successful. It was reported that when the initial dose of retrograde cardioplegia was given there was not as much of a pressure bump as expected to see. After troubleshooting, maneuvers were made and there was a better bump on the second dose but still not as high as expected. At this point, the surgeon placed his hand behind the heart to verify that the catheter was still in place and in so doing pushed the tip of the catheter through the wall of the coronary sinus. Subsequently, the catheter was removed and the perforation was surgically repaired. The case progressed without further incident. Patient's tissue was reported to be friable. No further adverse events were reported and the patient was reported to be doing well.

Manufacturer narrative:
Method - device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Based on the information received, edwards determined the potential contributing factor that cause this event was patient's anatomical variation. No allegation of product malfunction was reported. Injuries to the coronary sinus are listed as a potential complication in the product instructions for use (IFU), which have been reviewed and found to be adequate. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.